Manufacturer narrative:
One i3 unit and one i3 accessories set were returned for investigation. Visual inspection of the returned material revealed exposed wires on the right angle extension cable. A replacement right angle extension cable was used and the unit powered on successfully. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires coming from the unit.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.